Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician's tablet serial cable was not working. The tablet was unable to communicate with the generator. The company representative performed troubleshooting. Troubleshooting did not resolve the problem. After the serial cable was replaced, the communication issue immediately resolved. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.